Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During a patient procedure, no xray was possible and the ias was down. A restart of the system was attempted, however it was unsuccessful and the examination was aborted. We are unaware of any impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be an operator error. Investigation showed the user powered the system off completely using the "emergency shutdown" switch, which is completely isolated from the power supply. By doing this, the cooling water temperature heats up. After switch on, the system can take up to 15 minutes until the temperature is up again. The flat detector cooling unit needs continuous power to hold the cooling water temperature in a specified range. No corrective action was needed and the system is operational.